Event description:
The following report was received from the clinical study: the patient was found dead in bed by her husband on the morning of 2006. The death was verified by the emergency physician at 07:00 am. Her husband said that the patient felt well all the time before and there had not been any problems or symptoms the day before she died. An autopsy was declined by the husband, therefore, time frame, and cause of death are unknown.

Manufacturer narrative:
This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-00655, 9616099-2006-00656 and 9616099-2006-00659. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.